Event description:
It was reported the patient expired during the implant procedure. The cause of death is not known but is suspected to be from sudden heart failure. When the lead was connected to the device and tested, the measurements were within an acceptable range. No other information is known at this time.